Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited abnormal impedance measurements. The physician suspected intermittent lead fracture. There was no observation of noise, and no adverse patient effects reported. Subsequently, additional information was received that boston scientific technical services (bsc ts) reviewed a save to disk and noted variations in the rv lead impedance were observed over the past 12 months. Bsc ts discussed that the combination of unstable lead impedance and high pacing threshold measurements may indicate an unstable lead tip position. There is no clear evidence for lead or connection issue. Bsc ts suggested that the physician consider re-evaluating the ventricular tachycardia (vt) rate threshold of 145 beats/minute, in order to reduce the number of non-sustained vt's, and possible inappropriate therapies.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.